Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that chest pain, stent thrombosis and stent inadequate apposition occurred. The patient was present with acute coronary syndrome (acs). The target lesion was located in the mid right coronary artery. After a 3.50x38 synergy stent was implanted in the lesion, the patient was sent back to the medical ward but started to have chest pain. When the angiography was performed again,a thrombus occlusion was confirmed. Suctioning was performed several times, but the occlusion was not treated and the patient was sent to the surgery. Intravascular ultrasound (ivus) was performed at 20mhlz and revealed that the stent strut looked not apposed slightly, but the dilatation with high pressure level was not performed due to moderate attenuation. No further patient complications were reported and the patient was currently under observation while receiving rehabilitation.